Manufacturer narrative:
Batch records for final product manufacture and qc records for cov1110121 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110121 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). Customer stated that his wife received two false positive results. Had pcr performed at doctor's office the same day and was negative.